Event description:
Patient underwent a left revision anatomic total shoulder arthroplasty to reverse shoulder arthroplasty due to the left humeral implant loosening/displacement from humerus. The patient was 2 weeks status post left anatomic shoulder arthroplasty for advanced gleonohumeral osteoarthritis and significant b3 glenoid morphology.

Event description:
Patient underwent a left revision anatomic total shoulder arthroplasty to reverse shoulder arthroplasty due to the left humeral implant loosening/displacement from humerus. The patient was 2 weeks status post left anatomic shoulder arthroplasty for advanced glenohumeral osteoarthritis and significant glenoid morphology.